Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative regarding an event which occurred post-op a scoliosis surgery. It was reported that the screw broke and the fragment remained in patient. The loosened screw hasn't been removed. Product will not be returned as it remains implanted. No patient injury / complication was reported.